Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic on (B)(6) 2019. Upon interrogation, it was found that the patient had experienced a shock for electromagnetic interference on (B)(6) 2018 and was not aware. Isometric exercises were performed and no noise was reproducible. Due to the event not occurring again, the physician elected not to perform any interventions. The patient experienced no further consequences.